Event description:
Boston scientific received information that at the elective procedure to replace this patient's device, this defibrillation lead was exhibiting normal shocking impedances with the original device. However, shocking impedance measurements were greater than 200 ohms with the new device and the lead programmed in triad and lead alone configurations. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and determined there was an issue with the proximal coil. Therefore, the device was reprogrammed to single coil configuration with appropriate defibrillation threshold testing (dft) function. No other adverse events have been reported. This product issue will be updated if additional information is received.